Event description:
Reporter states the softclix plus lancet will not retract. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.